Event description:
The handheld and flashcard were received for analysis on 09/29/2015. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the flashcard was completed on (B)(4) 2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the handheld was completed on 10/29/2015 and will be reported in MFR. Report # 1644487-2015-06363.

Event description:
It was reported that the physician's handheld was freezing at the interrogation screen. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.